Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with unspecified juvederm. At an unspecified time later patient received unspecified covid-19 vaccine. Approximately 4 to 5 weeks later, patient developed multiple painful, dense, and hard nodules around cheek and mouth that look like one big nodule. Biopsy showed "foreign giant cell reaction." Patient was treated with doxycycline and tapered steroids.

Event description:
Additional information reported that the patient was injected with 3 ml of juvéderm® voluma¿ xc into midface (2.2 ml right side and 0.8 ml left side) and 1 ml of juvéderm® vollure¿ xc into smile lines. Two months later, patient experienced pain, swelling / nodules increase of volume. Patient was injected with hyaluronidase. A week later, patient was treated with keflex, prednisone with doxycycline. A month later, patient was treated again with prednisone and doxycycline. Symptoms has not been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00083 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Event has resolved approximately two and a half months after treatment.